Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
The device was returned to gore and analysis of the device was performed. The engineering investigation stated that the physician reported that the right disc was off the septum one day post procedure. The investigation revealed that the occluder was unremarkable. Based on inspection of this device, there is no indication that the reported event listed above was due to design or manufacture of the device.

Event description:
It was reported the physician implanted a gore® helex® septal occluder to close an atrial septal defect. One day post procedure, fluoroscopy and transthoracic echocardiography images showed the right disc of the device off of the septum. The patient was taken to catheter lab for removal of the occluder. A 10mm aso device was implanted. The patient was doing well following the procedure.